Manufacturer narrative:
There was no patient involvement. (B)(6). Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). The device was returned to livanova deutschland for further investigation. During the evaluation the reported issue could be reproduced. It was identified that a blocked motor led to the reported malfunction. However it could not be determined why the motor became stuck. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error message during priming. There was no patient involvement .